Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, there was hub separation seen in a large number of devices. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 26-feb-2024. Investigation summary material #: 368609. Lot/batch #: 3221763 . Bd received 10 samples and 6 photos for investigation. The samples and photos were evaluated and the customer¿s indicated failure modes for hub-collar separation and damaged hub were observed. Two of the returned samples failed evaluation as one had hub-collar separation and the other had a damaged hub. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and functional testing and the issues of hub-collar separation and damaged hub were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes hub-collar separation and damaged hub. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, there was hub separation seen in a large number of devices. No patient impact reported.